Event description:
Information was received from a patient regarding an external device to an implantable pump. The indications for use were unknown. It was reported that the patient stated, 'it's taking me 20 tries to get in to the controller to get a bolus.' The patient stated this has been going on since they got the equipment on april 8th but patient's mother in the background stated, 'since last week.' The patient stated the screen tells them 'it can't find it,' that tells them to 'retry,' but was unable to specify the rest of the screen. The manufacturer's patient services specialist (pss) assisted the patient in connecting to the pump and the patient stated they were locked out for 1 hour and 51 minutes. While connecting, the patient stated, 'it's stalled out at 90% for a good couple minutes so it basically takes me 20 minutes to bolus,' but with the old pump personal therapy manager (ptm), you press the 2 buttons and I got it immediately.' The patient was able to connect well without message screens or issues. The patient mentioned they were supposed to h ave a refill today, but the home infusion nurse was sent with the wrong dose of fentanyl, so they will have to reschedule the refill. Pss assisted the patient in toggling off and back on bluetooth and location. Pss reviewed general use of handset and communicator, closing app after use, and recommended continuing to keep the devices charged up and unplugged when using them. The patient stated their rescheduled refill is on (B)(6) and patient has a 'long dose.'

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.